Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient requested the subcutaneous implantable cardioverter defibrillator (s-ICD) system be removed because he could not tolerate the device. According to the field representative, there were no performance issues, no adverse events, and no infection. The device is expected to be returned.